Event description:
The customer reported that the system does not save images. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the pc and replaced the hard drive. The system operates as intended.